Event description:
It was reported that a burr became stuck on a guide wire. A 1.50mm peripheral rotalink® plus was selected to treat the target lesion located in the anterior and posterior tibial artery and in the peroneal artery. During the procedure, ablation was performed in the posterior tibial and in the peroneal artery. However, after ablation in the anterior tibial artery, the burr became stuck on wire. The physician removed the burr and the 300cm thruway guide wire as a unit. The procedure was not completed due to this event. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).